Manufacturer narrative:
One medfusion pump was received with both front corners of the top case cracked, a cracked right plunger case and missing a portion of the bottom case seal. The event history log was reviewed and there was a "pump motor drive off post" message. The power up process was conducted and the pump motor drive off post was found at power up. The battery was found not charging due to contamination (dry) found on the interconnect board which caused the pump motor drive off post error. This issue was customer induced via fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pump's surface. The interconnect board was replaced to resolve the issue and the battery was replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical medfusion pump had a system failure alert. The issue was discovered during a service check and there was no patient involvement.